Event description:
A distributor reported that a customer experienced temperature alarms 10 and 11 while charging the pump, but the pump was not exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged for a replacement of the pump, which was within warranty, and provided instructions for returning the problematic device. The customer declined to share details about the backup insulin therapy.